Event description:
It was reported that while using the bd smartsite¿ bag access device there was leakage. The following was translated from french to english: child connected today for chemotherapy treatment. Under pre-hydration at the time of the incident (no treatment in progress). After 1 hour of passage, the child's father calls out to us, telling us that water is flowing on the IV stand. After checking the route of the tubing we noticed a failure in the chemotherapy shaft, it was leaking.

Manufacturer narrative:
H.6. Investigation summary: a 2300e product was not available for investigation; however, the customer indicated the complaint sample was from lot 23015485. The feedback provided by the customer suggests leakage was detected at the spike to smartsite joint. As part of the feedback, the customer provided a photograph of the affected sample; analysis of the photograph did not identify any obvious damage or manufacturing defects which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23015485 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2300e product in the past 12 months.

Event description:
It was reported that while using the bd smartsite¿ bag access device there was leakage. The following was translated from french to english: child connected today for chemotherapy treatment. Under pre-hydration at the time of the incident (no treatment in progress). After 1 hour of passage, the child's father calls out to us, telling us that water is flowing on the IV stand. After checking the route of the tubing we noticed a failure in the chemotherapy shaft, it was leaking.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results (updated with sample analysis): a 2300e product was received for investigation with opened packaging from lot 23015485. The customer marked the site of the reported leakage on the sample with an arrow (appendix 1). The feedback provided by the customer suggests leakage was detected at the spike and smartsite connection. The returned sample was subjected to pressure testing in order to replicate the customer's experience; leakage was observed from the connection of the spike to the smartsite. Upon closer inspection it was confirmed that the smartsite could be separated from the spike component. The details of this feedback were forwarded to the manufacturing site for investigation. Previous similar complaints have determined it is possible that an inconsistent amount of solvent had been applied to the joint during the assembly process. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 23015485 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2300e product in the past 12 months.